Event description:
Md was using the zimmer dermatome to take a split thickness skin graft from the patient's thigh. The first piece taken worked fine. The second time the dermatome skipped and the graft piece was ruined. He had to change the thickness setting to the thickest possible to see if it would not skip again. This third sample worked okay until the very end, then skipped again.